Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a thin flap on the right eye (od) on the day of the laser treatment. A brief description from the surgery center indicated when attempting to lift the flap, it was observed the flap was too thin. The procedure was aborted. The laser treatment was rescheduled will be switched to a photorefractive keratectomy (prk) procedure. There was no loss of best corrected visual acuity reported and there was no report of symptoms disabling daily activities. Bcva from (B)(4) 2019: right eye pre-op 20/20 1.25 x -.25 x 105; left eye pre-op 20/60 1.00 x -1.00 x 91.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.